Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump had stuck button alarm. The customer¿s blood glucose level was 129 mg/dl, 69 mg/dl, 44 mg/dl. The customer reported that the insulin pump was alarming with a stuck button alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.